Event description:
It was reported that the rv lead was explanted due to multiple inappropriate shocks, an apparent lead fracture, and high lead impedance of greater than 4000 ohms. No further patient complications were reported as a result of this event. Additional information from attorney alleges 'lead fractured, inappropriate and/or excessive shocking or failure to receive therapeutic shocks' also alleges' has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages.'

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor was fractured; full lead was returned for analysis.